Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a low battery alert on the insulin pump even though she just changed the battery a few days ago. Customer stated that she has been going through batteries these last few days and the battery just went out. Customer stated that the pump just came on back by itself and is now saying that the battery is almost full. Customer was getting 3 bars and it was found that she had a series of low battery alerts. Customer also received a motor error alarm and no power alarm on (B)(6) 2015. Customer stated that after she rewound the pump, it dropped back down to 1 bar. Customer had also been receiving no delivery alarms. Troubleshooting was performed and the pump passed the displacement test and completed the rewind sequence. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.however, the insulin pump was received with minor scratched lcd window.